Event description:
It was reported that since 2012, there has been an increase in non-available electrode channels due to increasing impedances. Info received on (B)(6) 2013, indicated that the pt is to undergo re-implantation due to decrease in performance and language regression.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.